Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring and broken belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump reservoir ring was broken and also received no delivery alarm. Customer stated there was physical damage to retainer ring and reservoir was able to lock in place. It was reported that insulin did not exit and insulin pump alarmed no delivery during fixed prime. During manual prime customer observed that insulin was exited tubing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.